Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator failed the oxygen blending module test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previous reported receiving information alleging a ventilator failed the oxygen blending module test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The device was powered on and operated, as it should, and no significant event in the error log was confirmed. The unit was repaired.